Event description:
It was reported that once the PICC was inserted within patient, the patient experienced a reaction, swollen tongue, skin redness and hives. Similar to an allergic reaction. The patient was provided benadryl.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyj1841 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.